Manufacturer narrative:
Follow-up #1: date of submission 04/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2016 with the following findings: the pump booted up to the verify screen with audible and vibratory features. The pump was exercised for a 24 hour duration period with a 1.0u/hr basal rate. No errors occurred during testing. The total daily dose correctly reflected 24 units after 24 hours. The pump was able to properly calculate bolus deliveries. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an inaccurate delivery issue with the pump. The reporter stated that the patient had blood glucose levels over 250 mg/dl but under 500 mg/dl with no symptoms of hyperglycemia. The alleged blood glucose excursion does not meet the criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.